Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal pd2 ultrabag therapy (dose, frequency, and lot number not reported), intraperitoneally for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient was hospitalized (further details regarding the reason for hospitalization was not reported). On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient began remedial therapy with fortum injection (1 gm twice daily, ip), fluconazole tablet (150 mg, daily, oral), and vancomycin injection (1 gm loading dose, ip). Dianeal pd2 ultrabag therapy was ongoing, as was remedial therapy with fortum and fluconazole. The peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique. The patient's concomitant medications were not reported. The reporting nurse believed the peritonitis was not related to dianeal pd2 therapy, but was caused by the break in aseptic technique. A causality statement was not provided for the break in aseptic technique in relation to dianeal pd2 ultrabag therapy.